Manufacturer narrative:
This report is being submitted as follow up no. 4 to update section and to provide the completed investigation results. One 6fr hemostatic sheath and arteriotomy locator were returned for evaluation. Both components were mated with each other. No outward anomalies were noted. Functional testing was conducted. The arteriotomy locator was then inserted in the hemostatic sheath. When the two components were completely mated without any insertion difficulty, a tactile and audible click was felt and heard, respectively. There was also noted resistance to dislodging the arteriotomy locator. The blood inlet holes were also properly aligned. The outer diameter of the sheath and the outer diameter of the locator on the returned sample was measured and were confirmed to meet manufacturer specifications. Insertion difficulty could not be confirmed based on the returned sample. Both an audible and tactile click were experienced when the components were properly mated. The investigation results verified that the actual sample was the normal product. There is no evidence that this event was related to a device defect or malfunction and the exact cause for the reported event cannot be definitively determined.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the sheath and the arteriotomy locator of the angio-seal device would not snap together or stay together. It was reported that both pieces were removed and a new one was used and the procedure was continued. The patient has recovered. The procedure was reported to be a success. There were no other devices or equipment being used with the angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to correct section. Additional information was inadvertently not selected in h2 in the follow up 2 report. Additional information has been selected.

Event description:
Additional information was received on november 16, 2018. The procedure being performed was an iliac artery embolization for trauma. A 6fr procedural sheath was used prior to the angio-seal device. A pre-deployment angiogram was performed. The introducer sheath would not hold together. Hemostasis was achieved with the second angio-seal device.